Manufacturer narrative:
Sponsor assessed the event as causally related to the device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the plaque shift occurred during implantation of two resolute onyx stents (0008835623 and 0008841599) during the index procedure. The plaque shift was treated with the implantation of one other resolute onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st diagonal branch. It was reported that plaque / carina shift occurred. This was treated by implantation of one resolute onyx stent into the 1st diagonal branch and one resolute onyx stent into the lad. The patient recovered. The investigator assessed the event as causally related to the index device and not related to anti-platelet medication.